Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the blower stalled. No patient harm reported. Patient information requested

Manufacturer narrative:
Device evaluation:& resolution: the field service engineer (fse) confirmed the error in the event log however was unable to duplicate the reported problem. The fse reverted unit to 2.10 revision software to resolve this issue. Conclusion: the determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: due to no part returning for failure investigation the root cause of the reported issue could not be determined.